Event description:
It was reported that the health care professional (hcp) was reading low out of range impedance values. Programming had previously been changed because it was causing some sweating. Therapy impedance was fine but 10/11 was showing 54 ohms. Patient had 8-9-10+11+ programmed on their right lead. Patient was receiving good therapy. 0/2 was showing 2295 ohms and 2039. Previous impedances were not available to compare if this low impedance had been the case since implant. The health care provider confirmed that the cause of the event was unknown. The patient notices breakthrough tremor fairly frequently to the day, but it was not particularly disabling. He does notice hesitation and/or freezing that changes his balance which was not present every day. He has fluctuating daytime fatigue and vitamin d deficiency. He may need additional vitamin d supplementation beyond his multiple vitamin. Additional programming with his device was done on (B)(6) 2013. The battery level was at 2.84v. The final device settings produced better tremor control without side effects. He was going to return in 4-6 weeks for additional programming in a relative off state.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v389407, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v389407, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).